Event description:
It was reported "while flushing blue lumen of patient's central line in the right internal jugular, lumen was noted to have a hole. Notified aprn on unit, who came to bedside to inspect line. No infusions running. Line clamped above perforation in lumen and marked do not use. Order to remove line received." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "while flushing blue lumen of patient's central line in the right internal jugular, lumen was noted to have a hole. Notified aprn on unit, who came to bedside to inspect line. No infusions running. Line clamped above perforation in lumen and marked do not use. Order to remove line received." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen pressure injectable (pi) cvc for analysis. Sings of use in the form of biological material were observed inside the medial skive hole. Visual analysis revealed a hole on the medial extension line (blue hub) towards the juncture hub. Microscopic examination confirmed the damage. The edges appeared smooth, angled, and uniform. The appearance of the hole is consistent with damage from contact with a sharp object (i.e. Scalpel, needle bevel, scissors, etc.). Further analysis also revealed a kink just distal to the hole on the extension line. The appearance of the kink is consistent with an activated slide clamp. The hole on the medial line measured 9-11mm from the juncture hub. The medial extension line outer diameter measured 0.0845", which is within the specification limits of 0.0840"-0.0880" per the medial extension line extrusion product drawing. The inner diameter measured 0.055", which is within the specification limits of 0.055"-0.059" per the medial extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial line, water was observed leaking from the hole on the extrusion. No leaks or blockages were observed when flushing the proximal and distal lines. Performed per IFU statement , "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states , "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The customer report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed a hole on the medial extension line adjacent to the juncture hub. Functional testing confirmed that the medial line leaked from the hole. The appearance of the hole is consistent with damage from contact with a sharp object (i.e. Scalpel, needle bevel, scissors, etc.). Despite the damage, all relevant dimensional requirements were met. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.